Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call reservoir occlusion. Customer's blood glucose level was 115 mg/dl. Customer advised they changed their set and reservoir 3 different times and received a no delivery alarm. Troubleshooting for the no delivery alarm was performed. Customer advised they resolved the issue with a reservoir change. Customer was advised that they will receive a replacement reservoir and return the reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion test, and no occlusions were noted.